Event description:
It was reported that after completing the fill tubing step, "the pump did not stop filling." Customer's blood glucose ranged from 80-180 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.